Event description:
It was reported that the patient had her device adjusted in the doctor¿s office on the day of report and now she could not get stimulation turned back on. The patient stated that the manufacturing representative turned stimulation off so the patient could drive home. Now that the patient was home she could not get stimulation to come back on. The patient pressed sync with the implantable neurostimulator (ins) then press the stimulation on button. The patient was seeing the stimulation on icon. The patient stated that she was at 2.20 volts and increased to 2.6 volts and was not able to feel anything. The patient stated that she was able to feel stimulation at 2.20 volts in the office. The patient stated that she had 3 programs and had increased stimulation on all 3 programs but she was still not able to feel anything. When the manufacturing representative saw the patient she was on zero charge, but had enough energy for the manufacturing representative to add and test a new program. The manufacturing representative told the patient to go home and charge. The manufacturing representative never heard back from the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, they were working with their healthcare professional (hcp) or manufacturing representative. The patient kept forgetting the appointment with the manufacturing representative.